Manufacturer narrative:
On 5/24/2018, mentor received additional information: date of event: (B)(6) 2017, lot: 251591, implantation date: (B)(6) 2003. The mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: lot: 255137. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: left mentor memorygel breast implant 325cc gel prosthesis, serial number: (B)(4), catalog: 3543007. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a mentor memorygel breast implant 325cc gel prosthesis. Rupture on the right breast prosthesis was diagnosed post procedure. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 225cc gel prostheses on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a mentor memorygel breast implant 325cc gel prosthesis. Rupture on the right breast prosthesis was diagnosed post procedure. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 225cc gel prostheses on (B)(6) 2018. The device was received at mentor containing gel with cloudy appearance. Brown material was observed within the device. Red material and gel were observed on the shell surface. Visual evaluation of the device revealed three rents within an area of siltex cracking on the posterior view. The rent a was observed to be extending to the anterior view. Rent a was measuring 6.8 cm, rent b measured 1.1 cm, and rent c was measuring 3.1 cm. No other anomalies were found. Because mentor performs 100% inspection and testing of all devices prior to release, the product evaluation team concluded that the rents and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of rupture was confirmed since three rents were found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the brown and red material observed. The device history record (DHR) of lot number 251591 was reviewed on 6/28/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of stresses caused by folding of the shell in-vivo. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).